Event description:
Co received a report from a respiratory therapist that a female pt on a ventilator coughed out an endotracheal tube that was not fully inflated. The pt was reintubated with the same type of endotracheal tube without incident. There was no harm reported.